Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure inserted (lot no. 841535) for female sterilisation. Additional non-serious events are detailed below. Other product or product use issues identified: device monitoring procedure not performed ("essure confirmation test was not performed"). The patient had a medical history of multigravida, uterine fibroids, cancer, myocardial infarction, thyroid disorder, migraine headache, bladder infection, cervical dysplasia and thyroid cancer. Previously administered products included: zoloft and mirena for an unknown indication. Concurrent conditions were listed as menses irregular with excessive bleeding, uterine leiomyoma, coital bleeding, bloating, abdominal cramps, dysuria and abdominal pain. Concomitant products included hydrochlorothiazide since january 2018, tramadol since 2016, levothyroxine since 2014 and excedrin ib (ibuprofen) since 2010. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011 she experienced vaginal haemorrhage (seriousness criteria medically important and intervention required), heavy menstrual bleeding (seriousness criteria medically important and intervention required), vaginal discharge ("vaginal discharge"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2015 she experienced pelvic pain (seriousness criterion medically important), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). An unknown time later she experienced menstrual disorder ("menstruation issues"), cyst ("tumor / teratoma / cancer type: cyst"), depression ("depression "), anxiety ("mental anguish") and pain in extremity ("leg pain"). The patient was treated with surgery (hysteroscopic endometrial novasure ablation). Essure treatment was not changed. At the time of the report, none of the outcomes for these events were known. The reporter considered anxiety, cyst, depression, dyspareunia, fatigue, female sexual dysfunction, headache, heavy menstrual bleeding, menstrual disorder, migraine, pain in extremity, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure administration. The reporter commented: a successful placement of essure devices occurred bilaterally. At the end of the procedure, the right cornua had 4 of visible coils. Left cornua had 5 of visible coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety,, migraines, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 02-mar-2021: mr received. Reporter information, patient's medical history, auto narrative supplement and rcc were added, intervention was required for vaginal haemorrhage and heavy menstrual bleeding (endometrial ablation). This case is being submitted retrospectively following an internal review. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure inserted (lot no. 841535) for female sterilisation. Additional non-serious events are detailed below. Other product or product use issues identified: device monitoring procedure not performed ("essure confirmation test was not performed"). The patient had a medical history of multigravida, uterine fibroids, cancer, myocardial infarction, thyroid disorder, migraine headache, bladder infection, cervical dysplasia and thyroid cancer. Previously administered products included: zoloft and mirena. Concurrent conditions were listed as menses irregular with excessive bleeding, uterine leiomyoma, coital bleeding, bloating, abdominal cramps, dysuria and abdominal pain. Concomitant products included hydrochlorothiazide since (B)(6) 2018, tramadol since 2016, levothyroxine since 2014 and excedrin ib (ibuprofen) since 2010. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011 she experienced vaginal haemorrhage (seriousness criteria medically important and intervention required), heavy menstrual bleeding (seriousness criteria medically important and intervention required), vaginal discharge ("vaginal discharge"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2015 she experienced pelvic pain (seriousness criterion medically important), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). An unknown time later she experienced menstrual disorder ("menstruation issues"), cyst ("tumor / teratoma / cancer type: cyst"), depression ("depression "), anxiety ("mental anguish") and pain in extremity ("leg pain"). The patient was treated with surgery (hysteroscopic endometrial novasure ablation). Essure treatment was not changed. At the time of the report, none of the outcomes for these events were known. The reporter considered anxiety, cyst, depression, dyspareunia, fatigue, female sexual dysfunction, headache, heavy menstrual bleeding, menstrual disorder, migraine, pain in extremity, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure administration. The reporter commented: a successful placement of essure devices occurred bilaterally. At the end of the procedure, the right cornua had 4 of visible coils. Left cornua had 5 of visible coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety,, migraines, menorrhagia, pelvic pain. Lot number: 841535. Manufacture date: 2011-03. Expiration date: 2014-03. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 31-may-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.